Event description:
The customer reported feeling low blood glucose symptoms, and was able to self-treat with apple juice. The customer tested around 20:00 with a result of 120 mg/dl obtained on the aviva plus system; her symptoms became worse. Approximately 20 minutes later, she tested 110 mg/dl on the aviva plus system and emergency medical technicians (emts) were called. Emts arrived within 10 minutes and the customer tested 55 mg/dl on the professional device. She was treated with an injection of dextrose 50%, and low blood glucose symptoms improved within 1 to 2 minutes. No further medical treatment was required. Requested return of suspect device however the test strips are no longer available; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.